Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that one day post implant, the right ventricular lead had high impedance and the sensing was noted to be reduced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.